Event description:
Reportedly, device was explanted at implant due to unknown reasons. Device was discarded and will not be returned. Hospital/surgeon's contact name not provided. Info learned through another country's implant patient registry. No further details were provided.

Manufacturer narrative:
Device not returned.